Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited inappropriate shocks several times since implant. The patient reported symptoms like palpitations while relaxing, driving and lasted around 10 seconds long, these palpitations led to constant anxiety, panic attacks that it would lead to yet another electric shock. The patient stated that each time they encountered a palpitation it resulted in other issues such as a discomfort in my stomach, unable to do any normal day-to-day activities. Since the implant of this ICD, the patient felt that the last 7 years led to great depression, anxiety, stress and recently they have been diagnosed with post-traumatic stress disorder (ptsd). The patient reported the complaint to the hospital and was seen in the clinic in (B)(6) 2022, that is when they have raised that there was an issue with the right atrial (ra) lead. This ra lead was explanted, and a new ra lead was implanted. After the new ra lead was implanted and this ICD was re-programmed in (B)(6) 2023, the patient was symptom free. This device currently remains in service. No adverse patient effects were reported.